Event description:
It was reported that the patient had a presumed malfunctioning pump in the past. No patient symptoms were reported at this time. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify symptoms, troubleshooting, resolution, medication and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). The following analysis results were previously reported under manufacturer report # 6000030-2003-00624: final device analysis results reveal no anomaly found - normal device function.

Event description:
[The following information was previously reported under manufacturer report # 6000030-2003-00624: it was reported that the device was implanted (B)(6) 2002 to infuse morphine 10 mg/ ml simple continuous. Three episodes of withdrawal and overdose occurred. Overdose symptoms included itching, nausea, vomiting, and unconsciousness. Saline was instilled in pump (B)(6) and the patient was given oral morphine. The patient is fine with a new pump and had his last refill on (B)(6). The catheter was replaced as well. The healthcare provider (hcp) would measure the output of the pump on a daily basis.] Additional information received reported that the patient was experiencing intermittent episodes of opioid withdrawal, sweating, anxiety, "etc", and also had intermittent symptoms of opioid overdose, low respiratory rate, and unable to be roused. It was thought that a dye study was done, "nad", but they changed the catheter anyway, and eventually the decision was made to change the pump. The symptoms settled after the pump was replaced. It was felt that the pump was malfunctioning; apparent over/underdosing were reported. It was also noted that the pump system was being used to infuse hydromorphone.